Event description:
It was reported that during a laparoscopic colon resection, the device came apart at the ring just below the peritoneum four hours into the case. It tore. The case was completed with a like device. There was no pt consequence.